Manufacturer narrative:
The detach insert superscissors (625202n) was returned for evaluation. The device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Visual evaluation of the loaner detach insert superscissors noted the device was in used condition with the shaft unable to link to the handle due to wear/environmental damage causing misalignment. The reported complaint was confirmed. No manufacturing, workmanship or material deficiency has been identified. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
This is 2 of 2 reports for the insert used during this event and is linked to manufacturer report# 3014334038-2022-00256: a facility reported that during a laparoscopic cholecystectomy, the trial detach insert super scissors (625202n) did not function properly; the insert did not fit/link with the handle. No patient injury, death or surgical delay was reported.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.